Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has four or five dizzy spells a day and falls frequently. It was further reported that the implantable pulse generator (ipg) isn't functioning appropriately and maybe under-reporting the patient's atrial fibrillation (af). The ipg remains in use. No further patient complications have been reported as a result of this event.